Event description:
The customer reported that the 840 ventilators keyboard was unresponsive. Malfunction did not occur during patient use. The customer reported to have replaced the keyboard and ribbon cable. Covidien was not authorized to service the device. Customer has conducted final testing.

Manufacturer narrative:
(B)(4).